Manufacturer narrative:
H10: the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. H10: as the lot number for the device was provided, a review of the device history records was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound-guided breast biopsy procedure through normal density tissue, the device allegedly misfired. It was further reported that device allegedly failed to obtain sample. A coaxial was not used. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the initial MDR was inadvertently submitted with g4 date of 20-jan-2021. The correct g4 date is 18-jan-2021. H10: as the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: (expiry date: 02/2023). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that during an ultrasound-guided breast biopsy procedure through normal density tissue, the device allegedly misfired. It was further reported that device allegedly difficult to remove. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Expiry date: 02/2023. Device pending return.

Event description:
It was reported that during an ultrasound-guided breast biopsy procedure through normal density tissue, the device allegedly misfired. It was further reported that device allegedly difficult to remove. The procedure was completed using another device. There was no reported patient injury.